Event description:
An endurant stent graft was implanted emergently in a patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology are unknown. It was reported that the patient presented with a pre-operatively ruptured abdominal aortic aneurysm (size unknown) receiving CPR to sustain support for life. The physician implanted an (B)(4) and a (B)(4) for the treatment of the ruptured abdominal aortic aneurysm. The implantation was without complication; however, the patient expired the same day, due to the large amount of blood loss prior to the implantation of the stent grafts.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture), unapproved use of device (pre-operatively ruptured aneurysm and thoracic device in the abdominal aortic aneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture), operational context contributed to event (pre-operatively ruptured aneurysm and thoracic device in the abdominal aortic aneurysm).